Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead exhibited initial stable electrical parameters. However, retesting showed high thresholds and high impedance. The rv lead was repositioned with stable parameters and remains in use. No patient complications have been reported as a result of this event.